Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. No signal and video were produced on connections sdi1 and sdi2; the cause was isolated to a defect in the dx printed circuit board. In addition, a loose scope socket was found, not securing the paddles and causing noise or loss of image when slightly moved. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed of a report that the video outputs were damaged and no video signals were produced. The problem, as reported to olympus, occurred after the conclusion of a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of no signal and video produced on connections sdi1 and sdi2, was failure of the dx board. The likely cause of the loose scope socket, causing noise or loss of image when slightly moved, was wear and loosening of the scope sockets due to repeated use, or the locking mechanism was damaged when the user tried to pull out the scope by forcing too much force. The following statements from the instructions for use, when followed, may prevent a damaged scope socket associated with user handling: "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."